Event description:
The account alleged the bed exit alarm failed to activate after patient exited the bed. No injury reported.

Manufacturer narrative:
The technician found the bed exit system functioned as designed.